Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message. The next course of action is unknown.

Event description:
It was reported during follow up the patient underwent surgical intervention during which the ipg was explanted and replaced. Surgical intervention resolved the issue.